Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that during the implant, the helix appeared to be extended during positioning. It was also reported that the helix appeared to be stretched. The physician was unable to fully retract the helix. A different lead was used. No patient complications have been reported as a result of this event.